Event description:
The patient underwent an open anterior resection procedure for colonic cancer. The anastomosis was performed with the colonring device. Appendectomy was also performed within the operation. Insufficient anastomosis with dislocation of the ring and peritonitis were indicated, the patient was reoperated and her condition was improved.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not available for evaluation and no information regarding its serial#/lot# was received (despite repetitive attempts to receive this information). Therefore, no further investigation could be performed or any conclusion be drawn. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.